Event description:
It was reported the patient received the following results within 15 minutes: 42 mg/dl, a result in the "50's mg/dl range", and 100 mg/dl. The patient experienced symptoms of sweaty and clammy at the time of the result comparison. The patient was able to retrieve juice and self-treat.